Manufacturer narrative:
Additional information was added to h6. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set cracked at the distal spin collar that connects to catheter hub. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.